Event description:
Boston scientific received information that the patient implanted with this device reported the device to have declared end of life (eol). An invasive revision procedure was performed and the device was successfully replaced for normal battery depletion. No adverse patient effects were reported during the procedure. The device was returned to allow for reliability analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.